Event description:
It was reported that the trauma injured pt underwent a revision surgery to remove and replace two broken rods. No pt complications were reported.

Manufacturer narrative:
Device has not been returned to the MFR; therefore, product eval is not possible. Unable to determine the cause of the event.